Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 488 to greater than 600 mg/dl. Elevated blood glucose was addressed with a manual injection. System check was started with tandem technical support; however, customer declined to complete the check and reverted to an alternate method of insulin therapy but will reportedly resume pump use once receiving additional pump supplies.